Event description:
Patient was burned and treatment was interrupted when using e-stim on interferential. Patient suffered 2nd degree burn under electrodes and was treated by wound care specialist using a cold compress and ice the first day and silvadene burn cream thereafter. Device IFU states burn as a potential adverse effect with use of electrodes. Device IFU includes warning that device should only be used with the electrodes recommended for use by the manufacturer.